Manufacturer narrative:
It was reported that the d850 allegedly slowly goes into reverse trend without input. A stryker field service technician (sfst) went to the customer site to evaluate the complaint. The sfst found the table in slight reverse trendelenburg upon arrival. The sfst moved table to level and table held position. Manual cycle test was performed and no movement was found. All functions of the table were checked and the table remained level. The sfst left table at the level position with several hundred pounds at edge of the center section to see if he could replicate any unintended motion. The table was observed for 90 minutes and the table did not move. The sfst left weight on table overnight for a 24 hour test. The sfst returned after the 24 hour period to complete the load test and experienced no movement and found the table remained at level. After all testing and observation was complete, stryker was unable to confirm the complaint and the table operated within specification. There was no injury or adverse consequence reported.

Event description:
It was reported that the d850 allegedly slowly goes into reverse trend without input. There was no injury or adverse consequence reported.